Event description:
It was reported that the procedure was to treat a diagonal branch of the mid left anterior descending artery. A 3.0 x 15 mm trek was being advanced to support a balance middleweight (bmw) universal guide wire that could not cross the lesion; however, the guide wire still could not cross so the bmw and trek were removed together. An asahi soft guide wire was advanced to the lesion and the same trek was placed. When the trek was pressurized it could not inflate. It was removed from the anatomy and an attempt was made to inflate the catheter outside the anatomy but there was a leak at the guide wire exit notch. A new 3.0 x 15 mm trek was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned and analyzed. The reported inflation difficulty and leak were confirmed on the returned device and were likely due to the use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual and functional analysis of the returned device, there is no indication of a product quality deficiency.